Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Per the legal department, the plaintiff's descendant allegedly died of head/neck cancer and respiratory failure. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Due to the lack of patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be carried out. If any additional information is received, a follow-up report will be filed.